Event description:
It was reported that, the patient complained of instability sometime after surgery. Surgeon later decided to take x-rays. After x-ray review, the surgical records were also reviewed and it was discovered that incorrect (short mrh) tibial bearing component was used in conjunction with the all-poly tibial component.

Event description:
It was reported that, the patient complained of instability sometime after surgery. Surgeon later decided to take x-rays. After x-ray review, the surgical records were also reviewed and it was discovered that incorrect (short mrh) tibial bearing component was used in conjunction with the all-poly tibial component.

Manufacturer narrative:
Device history review for the reported lot was satisfactory. Complaint history review determined that there were no similar events. The all poly component did not contribute to the event; the incorrect tibial rotating component was implanted with it in error. It is a concomitant product.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer - remains implanted.